Manufacturer narrative:
Zest per # 22-1071 ((B)(4)). The complaint and product associated was received, reviewed, and evaluated by the manufacturer. Visual inspection of the returned abutment found that the abutment was fractured. There is no manufacturing defect noted. No manufacturer's device lot number was provided so a device history record review could not be performed. It was reported that the screw of a locator abutment fractured. The reported complaint was confirmed. A definitive root cause for this complaint could not be determined. However, the most likely cause typically is the result from insufficient tightening torque at placement, overloading of the abutment in function, or not retightening the abutment at prescribed intervals. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Date of event unknown / not provided. Brand name unknown / not provided. Catalog, lot number, expiration date and unique identifier (UDI) number unknown / not provided. PMA/510(k) number not available. Device manufacturer date unknown / not provided. Item and lot number was not provided and the item is not being returned. Therefore, with the information provided, no further investigation can be carried out. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly.

Event description:
It was reported that the locator screw fractured in the patient's mouth.